Event description:
In 2008, the patient reported that he changed his insulin cartridge and the infusion tubing shortly after he noticed moisture at the luer connection. He stated that the luer of the infusion set was cracked. He changed the infusion tubing and had no further issues. He was advised not to over tighten the luer lock. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.